Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the ok button of the keypad was under responsive to user presses. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08/25/2017 with the following findings: during investigation, the pump was returned with all of the keypad buttons responding properly. The original complaint was unable to be duplicated. There was no physical damage on the keypad. The keypad was removed and there was no contamination or physical damage found. The pump was opened and there was no defect found.